Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise that was being oversensed on the right ventricular (rv) lead which resulted in pacing inhibition of ten seconds. Technical services informed the noise appears to be due to electromagnetic interference (emi) or myopotential. The patient did have a surgical procedure however, there was no equipment used that would generate noise. Technical services suspects the noise could be diaphragmatic noise due to bearing down. It was noted there were no out of range lead measurements. Isometrics was performed and the noise could not be reproduced however, could see noise on the shock electrogram. Technical services recommended programming options and to consider a defibrillation threshold (dft) test. At this time, the device and rv lead remains in service. No additional adverse patient effects were reported.